Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted it was in used conditions with the original packaging opened. Functional testing confirmed the complaint; leak test failed. The inflation line was damaged. According to the customer's report, the product was not found to be leaking until use. During pre-testing no leaks were reported in the inflation system as stated in the instructions for use, and until it was used on the patient when the inflation line was leaking. The root cause could be due to improper use of the product. No lot number was provided therefor no device history report (DHR) review could be completed. All mitigations in place were verified and it was confirmed they have been executed accordingly. This failure condition will continue to be monitored in this product for threshold or escalation. Manufacturing operational personnel notified of complaint., corrected data: d4: catalog number.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there after the product was intubated into the patient, there was an air leak and the cuff did not inflate, so use was discontinued. Adverse patient effects are unknown.